Event description:
Boston scientific received information that during implant procedure, this pacemaker had pacing lead impedance greater than 2000 ohms when hooked up with the right ventricular (rv) lead. However, the physician was comfortable leaving the lead hooked up to this new device and watching overtime to see if sensing or thresholds begin to change. This device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.